Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was irritated. The patient consulted the general practitioner (gp) who prescribed a barrier, steroid creams and antihistamine (names not specified) to treat the affected area.